Event description:
Reporter alleged discrepant back to back blood glucose values of 219, 91, & 81 mg/dl when testing was performed within 10 minutes on the advantage system. The location of the testing was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the supsect device and replacement product was sent.